Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and other chronic/ intract pain (trunk/limbs). It was reported that the patient's implantable neurostimulator (ins) stopped working in (B)(6) 2014 and the stim therapy never helped with their back pain since they were implanted on (B)(6) 2002. The patient also reported that the ins was causing the patient a lot of pain for about five to six years prior to the report because the device was large and the patient had lost weight. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018 reporting the same information previously reported about their ins not working in several years and the pain they are in. The caller states that they want the ins taken out and a pain pump implanted. Patient services sent a physician listings. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the stimulation was still not working and the patient would like their device taken out and wanted a pain pump implanted. No further complications were reported.